Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2004892: (B)(4) items manufactured and released on 15-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 27 january 2022. Liner: mpact 01.32.3248hcat hooded pe hc liner ø32/f (k132879) lot 1904363: (B)(4) items manufactured and released on 18-june-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot 2006284: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: masterloc 01.39.210 cementless ti coated lat stem # 10 (k151531) lot 166787b: (B)(4) items manufactured and released on 15-apr-2020. Expiration date: 2025-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot 2002401: (B)(4) items manufactured and released on 08-jun-2020. Expiration date: 2025-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot 2008456: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer 11 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2004892: (B)(4) items manufactured and released on 15-oct-2020. Expiration date: 2025-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 27 january 2022. Liner: mpact 01.32.3248hcat hooded pe hc liner ø32/f (k132879) lot 1904363: (B)(4) items manufactured and released on 18-june-2019. Expiration date: 2024-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot 2006284: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: masterloc 01.39.210 cementless ti coated lat stem # 10 (k151531) lot 166787b: (B)(4) items manufactured and released on 15-apr-2020. Expiration date: 2025-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot 2002401: (B)(4) items manufactured and released on 08-jun-2020. Expiration date: 2025-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot 2008456: (B)(4) items manufactured and released on 14-oct-2020. Expiration date: 2025-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer 11 months after primary. The surgery was completed successfully.